Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (batch no. 709957) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test - no". The patient's past medical history included menometrorrhagia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent supracervical hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 17-jul-2018: reporters added and updated patient demographics. Historical condition was added. Updated suspect drug inaction and lot number. Added events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish and did you undergo an essure confirmation test. On (B)(6) 2010, she explanted essure. Updated onset date of events. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (batch no. 709957) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test - no". The patient's past medical history included menometrorrhagia. On (B)(6) 2010, the patient had essure inserted. In june 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent supracervical hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (batch no. 709957) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test - no". The patient's medical history included menometrorrhagia. Previously administered products included for an unreported indication: motrin, metoclopramide and ranitidine. Concurrent conditions included gerd. Concomitant products included alprazolam (xanax), ibuprofen (motrin), metoclopramide, metoprolol, omeprazole (protonix), oxycodone, paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2010, ranitidine and ropinirole. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and menometrorrhagia ("menometrorrhagia"). The patient was treated with fluoxetine hydrochloride (prozac), topiramate and surgery (underwent supracervical hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and menometrorrhagia outcome was unknown. The reporter considered anxiety, depression, menometrorrhagia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event added: menometrorrhagia. Treatment and concomitant medications were added. Medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 709957) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test - no". The patient's medical history included menometrorrhagia. Previously administered products included for an unreported indication: motrin, metoclopramide and ranitidine. Concurrent conditions included gerd. Concomitant products included alprazolam (xanax), ibuprofen (motrin), metoclopramide, metoprolol, omeprazole (protonix), oxycodone, paracetamol (acetaminophen) from (B)(6) 2010, ranitidine and ropinirole. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), menometrorrhagia ("menometrorrhagia"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), bladder disorder ("bladder/ urinary problems"), urinary tract disorder ("bladder/ urinary problems") and post procedural complication ("postprocedural complication"). The patient was treated with fluoxetine hydrochloride (prozac), topiramate and surgery (dilation and curettage: (B)(6) 2009, ablation and underwent supracervical hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, menometrorrhagia and bladder disorder had resolved and the menstrual disorder, depression, anxiety, vaginal infection, urinary tract infection, urinary tract disorder and post procedural complication outcome was unknown. The reporter considered anxiety, bladder disorder, depression, menometrorrhagia, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: event outcome of bleeding and bladder/urinary problem was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 709957) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test - no". The patient's medical history included menometrorrhagia. Previously administered products included for an unreported indication: motrin, metoclopramide and ranitidine. Concurrent conditions included gerd. Concomitant products included alprazolam (xanax), ibuprofen (motrin), metoclopramide, metoprolol, omeprazole (protonix), oxycodone, paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2010, ranitidine and ropinirole. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), menometrorrhagia ("menometrorrhagia") and vaginal infection ("vaginal infection"). The patient was treated with fluoxetine hydrochloride (prozac), topiramate and surgery (dilation and curretage: (B)(6) 2009, ablation and underwent supracervical hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, menometrorrhagia and vaginal infection outcome was unknown. The reporter considered anxiety, depression, menometrorrhagia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs received: new event vaginal infection updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 709957) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test - no". The patient's medical history included menometrorrhagia. Previously administered products included for an unreported indication: motrin, metoclopramide and ranitidine. Concurrent conditions included gerd. Concomitant products included alprazolam (xanax), ibuprofen (motrin), metoclopramide, metoprolol, omeprazole (protonix), oxycodone, paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2010, ranitidine and ropinirole. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), menometrorrhagia ("menometrorrhagia"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), bladder disorder ("bladder/ urinary problems"), urinary tract disorder ("bladder/ urinary problems") and post procedural complication ("postprocedural complication"). The patient was treated with fluoxetine hydrochloride (prozac), topiramate and surgery (dilation and curretage: (B)(6) 2009, ablation and underwent supracervical hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and menometrorrhagia had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, vaginal infection, urinary tract infection, bladder disorder, urinary tract disorder and post procedural complication outcome was unknown. The reporter considered anxiety, bladder disorder, depression, menometrorrhagia, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received events post procedural complication, " bladder or urinary problems changes, uti" were added. Outcome of event "pain and bleeding" were updated as recovered. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.